Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for the sheath/catheter mechanical separation. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Event description:
Additional information was received on 06may2021. The sheath fell apart. The balloon was allowed to deflate completely before attempting to pull the balloon back through the sheath. The sheath shaft separated completely from the hub and got pulled back through the valve, when removing the balloon. The av fistula was being treated. The vessel being treated was stenotic.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information in section b5.

Manufacturer narrative:
Patient identifier - requested, not provided. Age & date of birth - requested, not provided. Patient sex - requested, not provided. Weight - requested, not provided. Ethnicity - requested, not provided. Race - requested, not provided. Implanted date: device not implanted. Explanted date: device not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. For this reason, investigation conclusions code 11 has been referenced. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported a radial access fistula gram case using a glidesheath slender device. After the percutaneous transluminal angioplasty (pta) of the stenosis an 8mmx60mm ev3 evercross was attempted to be removed. The balloon became stuck in the cannula of the sheath. The sheath cannula broke away from the hub and came out with the balloon. The patient's pre-procedural condition was stenotic artery/vein. There was no blood loss. There was no injury to the patient.